Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 2.5mmx80mmx150cm, otw coyote balloon catheter was selected for dilatation. During preparation, the balloon covering was pinched then twisted however the covering was hard to remove. The balloon catheter was then advanced for dilatation; however upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon, lumen and hub. Microscopic inspection revealed a pinhole in the balloon material, 29mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.5mmx80mmx150cm, otw coyote¿ balloon catheter was selected for dilatation. During preparation, the balloon covering was pinched then twisted however the covering was hard to remove. The balloon catheter was then advanced for dilatation; however upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was normal.